Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2022-00188. A facility reported a cerelink sensor was inserted in operative room and a message came up on the screen indicating ¿sensor/cable failure please change¿; therefore, a second sensor was placed in the operative room. This sensor then failed about 1 hour later, forcing the medical staff to replace the icp sensor. The event led to 1 hour surgical delay (monitoring was delayed).

Event description:
N/a

Manufacturer narrative:
Cerelink sensor was returned for evaluation: DHR - the lot met specifications when released failure analysis - based on the supplier analysis and investigation, the issue of the complaint was not confirmed: no visible damage to the millar sensor, catheter, or connector. Cerelink monitor reading was acceptable; icp express passed with reading 500. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Root cause - the root cause of the issue reported by customer could not be determined as the device worked correctly. However, a corrective and preventive action (CAPA) was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured and communicated under that action.